Event description:
The customer reported an ECG lead fault error code. No pt harm.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.